Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip would get stuck on tip of the 8mm medium-large clip applier. The customer could not clip properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred on (B)(6) 2026 prior to clip application inside the patient when the surgeon attempted to clamp on a vessel or tissue bundle. The clip applier would not allow the clip to secure the tissue. There was a failure for the jaws to clamp. Surgeon experienced issues with instrument motion while using the instrument. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement and not related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). Issue occurred on the 2nd attempt to clip the tissue. A back up was used to resolve the issue. No photos or videos are available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.